Event description:
It was reported that x-ray imaging of the patient on 2015 (B)(6) found that while the electrode tip was placed at the c2 level, ¿an object that looked like a contact was observed in an upper portion of c4.¿ it was further reported that when the patient¿s system was explanted the ¿contact #0 was missing¿ and that additional x-ray imaging ¿revealed that a contact was left in the epidural space.¿ it was stated that contact #0 had ¿fractured¿ and was ¿broken off the explanted lead and remained in the patient.¿ the contact was stated to have ¿dislodged prior to surgery.¿ there were reportedly ¿no¿ health hazards to the patient from the event. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the lead with product number 3887 found ¿the #0 conductor was broken at the distal end of the lead.¿ it was noted ¿the #0 electrode sleeve was not received for analysis.¿ analysis of the extension with serial number (B)(4) found ¿the #0 conductor was broken 2.6 cm from the distal end.¿

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, explanted: 2015 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3887, lot# unknown, explanted: (B)(6) 2015, product type: lead; product ID 748251, serial# (B)(4), product type: extension; product ID 748251, serial# (B)(4), product type: extension; product ID 3487a, lot# unknown, product type: lead. Additionally, the concomitant product information has been updated at this time. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.